Event description:
It was reported that there was a motor rate error. No patient injury was reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was returned for evaluation. Visual and functional testing were performed. Visual inspection found device was cracked on right plunger case and battery door. Bottom case was also cracked and force sensor cable is damaged. During occlusion testing, the reported problem was duplicated. The root cause of the reported issue was found to be normal wear. Combination of worm coupling and worm gear does not operate properly as a result. Replaced the motor assembly, right plunger case, force sensor, plunger cable, tube seal grommet and bottom case.